Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that burr was stuck on the guidewire. The 70% stenosed target lesion was located in the coronary artery. A 1.50mm rotapro was selected for use. During the procedure, it was noted that the dynaglide function did not work it only went down to 110 rpm's instead of the 75k rpm. Hence, the rotapro and rotawire were removed together. Troubleshoot of unplugging air flow and turning knob on and off were performed. The devices were removed from the patient in one piece. The procedure was completed with the original device.

Manufacturer narrative:
Correction: h6 coding - removal of entrapment code. Correction b5/event description: upon further review of the reported information, there was no indication of the burr and guidewire being stuck together, therefore the coding was updated for this event. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that burr was stuck on the guidewire. The 70% stenosed target lesion was located in the coronary artery. A 1.50mm rotapro was selected for use. During the procedure, it was noted that the dynaglide function did not work it only went down to 110 rpm's instead of the 75k rpm. Hence, the rotapro and rotawire were removed together. Troubleshoot of unplugging air flow and turning knob on and off were performed. The devices were removed from the patient in one piece. The procedure was completed with the original device. It was further clarified there was no indication of the burr and guidewire being stuck together.